Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation pulse field ablation, a farawave catheter was selected for use. The physician attempted to retract the wire into the device; however, despite pulling on the wire at the back end, the front end did not retract. The entire device was removed from the sheath, and upon extracting the guide wire, it was found that the spring had been pulled and was floppy. Attempts to insert a new wire into the original device were unsuccessful. The catheter was replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.